Manufacturer narrative:
.

Event description:
A report was received that the patient was experiencing pocket pain. The patient underwent a revision procedure wherein the pocket was relocated. The patient was doing well postoperatively.